Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection site of two (2) 250ml intravia empty containers was dried out/ rough-looking. This was noted before use. The bags were stored inside a bin in their original pouches. The reporter stated that the bags were exposed to fluorescent light and the were stored at room temperature between 68-72 degrees fahrenheit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection using naked eye observed roughness in the injection site part. In addition, the part has an appearance of a white color and when injecting the needle (21 gauge) into the injection site, the port came loose from the bag. The reported issue was verified. It was reported that the bags were exposed to fluorescent light during storage. The cause of the reported issue was determined to be user error, environmental issue, exposure to fluorescent light. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.